Event description:
It was reported that approximately one year after a vena cava filter implantation during the scheduled retrieval, a detached filter arm was discovered. The filter and the detached arm were removed with a snare device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The filter was returned with 6 legs/feet and 5 arms present and intact. One arm (w/shoulder anchor) was fully detached from the base of the apex and not returned with the filter. Dimensional evaluation was performed and all measurements met the required specifications. Based on these results, the complaint investigation is confirmed for a filter arm (w/shoulder anchor) detachment. Based upon the available information, the definitive root cause for this event is unknown.